Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A medtronic representative reported that (B)(4) software was extremely slow during a deep brain stimulation (dbs) case. When renaming files and verifying details of the MRI/CT images, the computer was so slow it was nearly unresponsive. In addition, they were unable to merge exams throughout the procedure. Specifically,the site was unable to merge the intraoperative images to verify the final position of the dbs leads. These issues significantly prolonged the procedure. No negative impact to the patient outcome was reported.